Manufacturer narrative:
Patient information was unavailable from the site. Field representative was onsite when the reported event occurred. However, no system investigation was preformed and no parts were replaced or returned. Part not returned.

Event description:
A medtronic representative reported that while in an electrode and probe placement procedure, and after re-spinning with the sterile spine frame, they were 7mm off the plan. The surgeon was able to adjust and complete the case. The geometry error on both the nexframe and the spine frame was around 1. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.